Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Concomitant products included diazepam (valium), medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches,") and migraine ("migraines"). On an unknown date, the patient experienced arthralgia ("joint aches"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, arthralgia and back pain had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received : case become valid as previous event injury nos is replaced with pelvic pain. Aka name added, reporter added, essure insertion date updated and removal date added, product indication updated. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, abdominal pain, back pain, joint aches. Events onset date, events severity, medical history, concomitant drug and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.